Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Patient medical records were received. Review of the supplied medical records revealed statements by the surgeon confirming joint instability and subsidence/loosening of the tibial component. The investigation could not draw any conclusions about the root cause of the joint instability or subsidence of the tibial component based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2012-83219. This report, 1818910-2013-18404, will be rejected. 1818910-2012-83219 will be kept for investigation purposes.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient reports knee instability. **update** (B)(4) 2012 - medical records received. Operative notes indicate that the patient suffered from loose components, bone less, and instability. The patient has been revised and all products reported.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.